Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 300-400 mg/dl with abdominal pain and nausea associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump with a replacement and did not want to complete troubleshooting. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.